Event description:
The serial adapter cord was received by the manufacturer for analysis. However, analysis has not completed to date.

Event description:
Analysis of the serial cable adapter was completed, and the reported allegation was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable which appears to be cable stress-related. No further anomalies were identified.

Event description:
It was reported that the physician's programming tablet was giving the message "unable to open the port. The system cannot find the file specified." The serial adapter cord was disconnected and interrogation was attempted again on the patient's device and the same message was received. Another serial adapter cord was not available; however, the patient was able to be interrogated successfully using another programming device. The tablet was received for analysis. Analysis of the tablet was completed on (B)(4) 2014. The tablet was received without a serial adapter cord. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. The serial adapter cord is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.